Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad during a bolus attempt. The blood glucose reading was 250 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that it was very hot that day, and now none of the buttons worked. A battery replacement did not resolve the issue. She advised that she would treat with a manual injection and noted that she had high blood glucose due to eating without a bolus. Advised replacement of the insulin pump. Nothing further reported.